Event description:
Called to bedside by rt (respiratory therapist) and rn (registered nurse) secondary to ino max frequently alarming high and low no levels. Level set to 5, fluctuating between 2 and 12. Troubleshooting included changing out injector module (previously done), sample line and filter, and filter on water trap. Called ino max customer support and advised to perform high cal (done with no change), switch out machine (done with no change) and call bunnell support (pending). Inomax pending pick up from company for review. Event reached patient, no harm/no detectable harm. Nitric oxide machine fluctuating. After multiple attempts to address issue, machine removed. Manufacturer response for ino max nitric oxide delivery system, ino max nitric oxide delivery system (per site reporter). Bunnell support.